Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "poor pad contact" message using external paddles. Complainant indicated that the clinician obtained electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs, indicating that there was poor coupling between the patient and paddles. The customer stated no gel was applied to the patient when using paddles. The device and returned accessories were subjected to full functional testing without duplicating a malfunction to the device or accessories. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Per the device's operator's manual, an adequate amount of electolyte gel must be applied to the paddles and a force of 10 to 12 kilograms must be applied to each paddle in order to minimize this impedance. Analysis of reports of this type has not identified an increase in trend.